Manufacturer narrative:
Analysis of the cart 9733856 s7 self assembled 110v (serial #: (B)(4)) found that the chassis components were damaged. Analysis of the led bracket 9731460 zeiss pentero (lot #: 324529-010) found damaged electronics and an interconnect failure. Product event summary #zeiss pentero dog bone replacement. Product analysis # (B)(4): mnav comment subject: work order (B)(4) mnav comment ID: (B)(4). Mnav comment: hardware: fail; failures: other; summary: dog bone broken; resolved: yes. Hardware : fail; failures: other; summary: null; resolved: null. Mnav action/resolution: replaced. Other relevant device(s) are: product ID: 9731460, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding aa navigation system event having occurred outside of procedure. It was reported that the site needed a replacement for the zeiss pentero microscope. No patient present.